Event description:
Same case as: 2134265-2014-00911 and 2134265-2014-00874. It was reported that motor drive unit fails to run automatic pull back. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during percutaneous coronary intervention, motor drive unit failed to run automatic pull back twice and they performed manual pull back. The procedure was completed successfully using the same sled and catheter with another motor drive unit. No patient complications were reported.

Manufacturer narrative:
The complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-00911 and 2134265-2014-00874. It was reported that motor drive unit fails to run automatic pull back. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during percutaneous coronary intervention, motor drive unit failed to run automatic pull back twice and they performed manual pull back. The procedure was completed successfully using the same sled and catheter with another motor drive unit. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).